Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo an essure confirmation test". The patient's medical history included upper respiratory tract infection, congestion nasal, coughing, rhinorrhea, sinus pain, wheezing, migraine and viral conjunctivitis. Previously administered products included for an unreported indication: depo-provera. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and abdominal pain lower ("left lower quadrant pain"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding: menorrhagia"), vaginal haemorrhage ("abnormal bleeding: vaginal bleeding"), skin irritation ("allergic or hypersensitivity reaction type: skin irritation"), dental caries ("dental problems: teeth decay"), tooth loss ("dental problems: teeth falling"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), alopecia ("hair loss") and skin burning sensation ("rashes or skin conditions type: burning"). On (B)(6) 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and decreased appetite ("gastrointestinal or digestive system condition type: loss of appetite"). On an unknown date, the patient experienced pruritus ("rashes or skin conditions type: itching"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dental caries, tooth loss, decreased appetite, alopecia, abdominal pain lower, skin burning sensation and pruritus outcome was unknown, the genital haemorrhage, menorrhagia, vaginal haemorrhage, fatigue, dysmenorrhoea, abdominal distension, nausea and back pain had resolved and the skin irritation was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, decreased appetite, dental caries, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, pruritus, skin burning sensation, skin irritation, tooth loss and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted with date of insertion of device: (B)(6) 2014 as per pfs fu-1. Most recent follow-up information incorporated above includes: on 29-may-2019: plaintiff fact sheet and medical records received: new events abnormal bleeding: menorrhagia, abnormal bleeding: vaginal bleeding, abnormal bleeding (general), allergic or hypersensitivity reaction type: skin irritation, dental problems: teeth falling, dental problems: teeth decay, dysmenorrhea (cramping), fatigue, gastrointestinal or digestive system condition type: loss of appetite, gastrointestinal or digestive system condition type: bloating, hair loss, nausea, back pain, left lower quadrant pain, abdominal pain, rashes or skin conditions type: burning, itching and the plaintiff did not undergo an essure confirmation test (device monitoring procedure not performed) were added. Case category changed from other event to incident. Reporter information added. Patient details updated. Product details updated. Medical history updated. Historical drug was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.